Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported through patient representative "breast malformation", "severely sagging", "stress", "dissatisfied with the result", "pain", "exposed to an increased risk of cancer" and "rupture". Later healthcare professional reported "capsular contracture, baker grade ii" this record is for right side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported through patient representative "breast malformation", "severely sagging", "stress", "dissatisfied with the result", "pain", "exposed to an increased risk of cancer" and "rupture". This record is for right side. The device status is unknown. Device will not be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Patient reported through patient representative "breast malformation", "severely sagging", "stress", "dissatisfied with the result", "pain", "exposed to an increased risk of cancer" and "rupture". Later healthcare professional reported "capsular contracture, baker grade ii" this record is for right side. Device was explanted.